Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. A 4.0mm x 40mm x 135 cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.